Event description:
One pt with discrepant troponin t results. Initial result 0.181 ng/ml. Same sample repeated three times gave <0.10 ng/ml each time. Initial result was reported, pt given cardiac medication, no adverse event reported. If add'l info is received, appropriate notification will be provided.